Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported during vena cava filter removal, the filter legs were allegedly detached. It was further reported that additional intervention was performed to remove the filter limbs. Reportedly, filter and filter limbs were removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review could not be performed as the lot number is unknown. Investigation summary: one denali filter was returned for evaluation. The denali filter, as received, had six legs and five arms present. Thus, one arm detached from the filter; approximately 1.6 millimeters of the detached arm remains attached to the filter's apex. Two photos were sent for review. The photos show one denali filter and one detached filter arm. Therefore, the investigation can be confirmed for detachment of device or device component. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported during vena cava filter removal, the filter legs were allegedly detached. It was further reported that additional intervention was performed to remove the filter limbs. Reportedly, filter and filter limbs were removed. The patient is currently stable.